Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely coronary artery. A 1.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 3 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.